Manufacturer narrative:
The lens was returned, positioned incorrectly in the lens case. Solution is dried on the lens. The optic has scratches and scuff marks in the shape of an instrument used to grasp the lens was observed, on the anterior and posterior sides of the lens. Associated products were not provided. It is unknown, if qualified products were used. The company product is only qualified, for use in the company cartridge. Scratches and scuff marks in the shape of an instrument used to grasp the lens were observed. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that lens got a scratch. Additional information has been requested; however, further information has not been received.